Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample was aliquoted into a cup and initially resulted with a probnp value of 39.07 pg/ml. The sample cup was repeated, resulting with a probnp value of 4205 pg/ml. The primary tube of the sample was also repeated, resulting with a probnp value of 4242 pg/ml. The repeat value agreed with the patient's medical history. No adverse events were alleged to have occurred with the patient. The probnp reagent lot number was 302724. The reagent expiration date was asked for, but not provided. The field service engineer checked the sample/reagent pipetting positions and these were ok. He ran performance testing and this was ok. The customer did not observe any other sample discrepancies. The provided calibration and control data was acceptable. Based on the provided alarm trace, no alarms related to the issue were seen. The investigation could not identify a product problem. The cause of the event could not be determined.